Event description:
It was reported that the device had failed remediation. The results of the investigation found that the downstream occlusion (dso) seal was lifting and that there was a hole in the air detector. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal, a hole in the air detector and that the motor exceeded rotations. The dso seal, air detector and motor were replaced to fix the issue.